Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low sensor reading on the adc device, compared with another adc meter's. The customer noted a diagonal downwards trend arrow, which indicates glucose is falling (between 1 and 2 mg/dl per minute). No symptoms of glycemic instability were reported in relation to the adc device, and the customer self-managed by administering insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event. A sensor result of 53 mg/dl was compared to an adc device reading of 253 mg/dl, and the results, when plotted on a parkes grid, fell into the c zone, showing the difference in values to be clinically significant. The sensor has been worn for 4 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.